Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial infection. The infection was pump-related as it was inside the pump. The patient had positive blood cultures. The cause of the infection was thought to have been due to complexities of medical management, dependent on the patient's condition. The patient received drug therapy only. They also underwent a cardiac catheterization. The results were a pulmonary artery (pa) systolic pressure of 16 mmhg, pa diastolic pressure of 13 mmhg, pulmonary wedge pressure (pcw) of 10 mmhg, and a cardiac output of 3.4 l/min.

Event description:
The patient was admitted from (B)(6) 2024 until (B)(6) 2025.

Manufacturer narrative:
Section b2 outcome correction. Section b5 admission period correction. Section e reporter correction. Section g2 report source correction. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Section h6 correction: health effect - impact code 4640 - ivd testing added. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.